Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('my left tube was full of puss/my tube was oozing puss') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('my left tube was full of puss / my tube was oozing puss') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and gluten sensitivity ("allergic and sensitive to gluten") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the salpingitis, weight decreased and gluten sensitivity outcome was unknown. The reporter considered gluten sensitivity, salpingitis and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events allergic and sensitive to gluten, lost weight was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.